Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence , dyspareunia, and neuromuscular problems. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02244. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to irritative voiding symptoms of urinary frequency, urgency and urinary incontinence. It was reported that the patient underwent mesh revision and implant of bard pelvitex on (B)(6) 2007 due to pelvic organ prolapse. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/31/2013. Patient underwent a mesh revision surgery and pelvisoft mesh was implanted on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a&p repair, tah/bso and sling revision on (B)(6) 2007 due to bladder pain and urinary frequency.